Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. However, impaction is a known complication of these types of procedures. Biliary stone extraction is addressed in the instructions for use in the contradictions, potential complications and precautions, and warnings as follows: "if this device is to be used for biliary stone extraction, contraindications include an ampullary opening inadequate to allow for unimpeded passage of the stone and basket." "Others potential complications associated with biliary stone or foreign body removal include, but are not limited to: impaction of the object, aspiration of the foreign body, localized inflammation, pressure necrosis, perforation and ductal trauma." "If this device is to be used for the removal of biliary stones, assessment of the stone size and ampullary orifice must be made to determine the necessity of sphincterotomy." "Surgical intervention may be required if impaction occurs." "Caution: if withdrawal of the basket from the biliary duct is restricted, surgical intervention may be necessary." Prior to distribution, all memory eight wire baskets are subjected to a visual inspection ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a cbd stone extraction, the physician used a cook memory eight wire basket. It was reported that the basket was unable to remove the stone and it got stock in the ampulla [basket impacted]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.